Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed and new software release detected. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that he started getting a new software release detected on the pump. Customer received a second error after clearing the alarm. Customer stated that he got failure of flash memory after clearing the new software release detected. The pump is looping between alarms, cannot do self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.